Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the fold down back will not stay locked in place, he said it's like the pins are not long enough. He also said the cord is fine, it is not slack, but the adjustment square is worn (part of the mounting hardware). He said he has tightened it down as much as he can but still will not stay up.